Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll on 04/13/2016 for investigation: investigation is as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform (s/n (B)(4)). Visual inspection was performed and found, front enclosure, bottom enclosure and battery compartment damaged. Also observed the lcd to be defective, there were horizontal lines on the screen/display. This confirmed a portion of the reported complaint. A review of the archive data showed no faults. Functional testing was performed and the device passed functional testing. In summary, the reported complaint of not being able to read the display was confirmed during visual inspection. The reported complaint of user advisory 07 (discrepancy between load 1 and load 2 too large) displaying was not confirmed during the archive review. Parts identified during visual inspection were replaced, including the lcd display, which remedied the reported complaint. The device was tested with lrtf (large resuscitation test fixture) for approximately 45 minutes, no faults found. The device passed load cell characterization check and run-in test. The device passed final functional testing.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) display user advisory 07 error code (discrepancy between load 1 and load 2 too large). The ems crew tried to adjust the patient on the platform with no success. The crew also reported that the platform display was pixelated and had horizontal lines, they were unable to read the display. It was reported that the crew had to revert to manual CPR while another autopulse was prepared for patient use. No patient sequelae was reported. No patient information was disclosed. No additional information was provided.